Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing assistant reported that during a cataract extraction with intraocular lens implant procedure the vacuum was not holding the cataract. The case was completed using an alternate system. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. With the information received, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).